Event description:
The site communicated that on (B)(6) 2019 a colonoscopy was completed and 4 clips placed to villous mass near splenic flexure. The patient received 4 units prbc and was discharged (B)(6) 2019 with no bleeding.

Manufacturer narrative:
Manufacturer's investigation conclusion: the pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Gi bleeding has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device ¿ 9 months 7 days. The patient remains ongoing with the lvad device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with left a ventricular assistance device (lvad) on (B)(6) 2018. It was reported that the patient presented in clinic with bright red blood in their rectum. An initial colonoscopy could not find source of bleeding, but a repeat colonoscopy found bleeding from a villus polyp which was removed. Clips were placed and the patient is to come back for a planned colonoscopy. Additional information was requested but not provided.